Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. . 32 events were reported for this quarter. 31 devices were received for evaluation. 25 events were duplicated during testing. 6 events were not duplicated; however, the devices were found to be outside of specifications. 4 devices were found to have a broken bearing and debris. 18 devices were found to be affected by corrosion. 5 devices were found to have damaged components. 3 devices were found to have worn components. 1 device was found to have a loose component. 1 device was not available to stryker for evaluation. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 32 malfunction events, in which the device overheated. 26 reported events had no patient involvement; no patient impact. 4 reported events had patient involvement with no patient impact. 2 reported events had no known patient involvement or patient impact.